Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the deice got stuck and most of the clips fell out of the device. There was no patient consequences. Case completed with another device of the same product code.